Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing was spoilt. The patient did not pull or exert extreme force on the tubing. Upon investigation of the returned used device, it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.